Manufacturer narrative:
The lot number for the device is not known. Therefore, a review of the device history records could not be performed. The complaint sample was discarded by the user facility. Therefore, a device eval could not be performed. The investigation is currently underway.

Event description:
It was reported that after a successful scheduled filter retrieval, the filter was examined and it was observed that one of the filter arms was missing. A chest x-ray was performed and demonstrated that the detached limb was n the pt's right atrium. A CT scan taken two months prior to the filter retrieval was examined and identified the filter arm in the atrium at that time. Attempts to retrieve the detached limb were not performed. The pt is asymptomatic and is currently in ICU.